Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal baclofen (unknown) at unknown concentration/dose via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. The company rep reported that the patient had a magnetic resonance imaging (MRI) yesterday not related to the therapy or device and today the company rep checked the pump status with logs and there was no motor stall recovery. The company rep stated the pump was not audibly alarming. Additional information was received from the company representative (rep) via a healthcare provider (hcp) reporting that the event was initially reported by the hospital staff. The motor stall recovered and the event had been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.